Event description:
Device change-out due to inability to interrogate the ICD. Dft testing with new device showed a shock impedance <20 ohms. During the extraction procedure, it was noted the lead insulation was breached and exposed one of the hv wires. Lead to be removed and replaced. Patient is doing well. On 2/8/2015 this lead was returned.

Manufacturer narrative:
Upon receipt, the lead was found cut approx. 15.5 cm distal to the is-1 connector pin. All fragments were received for analysis. It is reasonable to assume that the lead was cut during the explantation procedure. The inspection of the returned fragments revealed a rubbed through insulation approx. 15 cm distal to the is-1 connector pin as mentioned in the complaint description. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to mechanical forces in the implanted state as the result of an interaction between the lead body and the generator can. This damage can be considered as the root cause for the law out-of-range shock impedance. Furthermore deformations of the rv shock coil and cuts in the insulation were found which occurred most likely during the surgery. The analysis did not reveal any sign of a material or manufacturing problem.